Event description:
It was reported that patient experienced extreme difficulty using pump button, which often became stuck and required multiple presses and several minutes to access pump screen. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case and followed instructions to press button in a specific way, but difficulty persisted, so technical support arranged for pump replacement and sent replacement information by email.